Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Most likely underlying root cause of malfunction: user's test strip had a poor storage.

Event description:
Customer complains of erratic results. Customer states that feels well and requires no medical attention. The customer's expected blood result is 106-120mg/dl fasting. Verified the strips expire 8/27/2017. Customer confirms the strips have been stored in the kitchen and were first opened (B)(6) 2015 reviewed meter memory: (B)(6). Customer is unable to inform if results from the meter memory were fasting or not. Customer calling stating she run a back to back blood test and received result that were too far apart from each other. Customer states that she called because her doctor advised her to call us for replacement. Customer is (B)(6) and has vision and hearing difficulties. Customer reports a normal blood glucose range of 106-120mg /dl fasting. Customer was unable to confirm the serial number of the device, she was only able to provide (B)(4).